Event description:
It was reported that the user experienced hypoglycemia while walking in a store, with a glucose value of 69 mg/dl, and the caregiver administered approximately 2 oz of cranberry juice followed by food; the caregiver sought guidance on whether to announce a meal while the glucose remained low, and was advised to treat the low first and avoid announcing until in range because the system¿s correction algorithm would address remaining needs. Symptoms included quietness and behavior consistent with mild neuroglycopenia. Outcomes included recovery efforts at home without emergency care or hospitalization. Investigation included customer care troubleshooting and user education regarding low-glucose treatment and proper timing of announcements. Investigation of this case revealed that the event was consistent with activity-related hypoglycemia and user workflow that initiated eating prior to full correction of the low. It was concluded that the device functioned as designed and that the event was attributable to physiological factors and use behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.